Manufacturer narrative:
Complaint confirmed. Visual inspection identified that two fragments of biocomposite anchors were returned, measuring approximately 2.45mm and 3.77mm, respectively. No other anchor remnants were observed, neither loose or fitted at the end of the two received pushlock drive shafts. This event is most likely the result of improper bone preparation, and/or prying/leveraging during insertion. It was noted that the bone quality and method of bone preparation were not recorded. No abnormalities were identified with the two pushlock drive shafts.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that during a shoulder arthroscopy the anchors broke into halve when they were inserted. The part remained inside the patient as it was properly fixated. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.